Event description:
It was reported to boston scientific corporation that during a hydrothermal ablation procedure using a hydrothermal procedure set (adult female patient; age and weight are unknown) , the physician noticed a bubble on the back side of the cavity. According to the complainant, the physician subsequently advanced the sheath in an attempt to pop the bubble. Reportedly, at that time, the fluid loss alarm was triggered. It was further reported that the tenaculum were repositioned to ensure a good cervical seal. However, another loss alarm sounded and the tenaculum were again repositioned and continuous suction was used for the remainder of the procedure, which was completed with no additional alarms. The physician used a bovi to cauterize bleeding where the tenaculum was inserted into the cervix. During termination of the procedure, the physician also noticed a slight burn (degree and extent was not classified) on the cervix from the hta procedure. The physician applied a cream to the burn and at the conclusion of the procedure, the patient was reported to be doing well.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Disposed.